Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. (B)(4). Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. Approximately five years and nine months post-implantation, the patient underwent a computerized topography (CT) scan that revealed the inferior vena cava (ivc) filter had distended ivc at the level of the ivc filter and in the distal ivc and pelvic vein. This study is reported to have been suggestive for partial or complete thrombosis and relative obstruction. The next day, the patient underwent an ultrasound that confirmed the previous day¿s CT scan. It showed that the patient suffered from a bilateral occlusive deep vein thrombosis throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis via a venacavogram that is reported to have shown bilateral iliocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter. The next day the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach. The filter was reported to have been tilted causing numerous attempts to engage the hook unsuccessfully. The hook appeared to be extraluminal. The patient¿s doctors used a balloon approach by grasping the filter with forceps and removing the embedded filter piece by piece. Upon information and belief, the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the inferior vena cava to establish normal flow. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. The patient¿s injuries are permanent and continuing and she will suffer such losses in the future. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt, retrieval difficulty and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt and fracture are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. In addition, the IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Dvt, vena cava thrombus, device occlusion and ivc perforation could not be confirmed without films for review. Perforation of the vessel wall, intimal tear and/or bleeding are known possible complication associated with retrieval of the filter. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. According to the IFU, these events are known possible complications associated with the use of the optease ivc filter and do not represent a malfunction of the device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. Approximately 5 years and 9 months post-implantation, the patient underwent a CT scan that revealed the ivc filter ¿distended ivc at the level of the ivc filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction.¿ the next day, the patient underwent an ultrasound that confirmed the previous days CT scan. It showed that the patient suffered from a bilateral occlusive deep vein thrombosis throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis via a venacavogram showing ¿a bilateral iliocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter.¿ the next day, the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted, causing numerous attempts to engage the hook that was unsuccessful. The hook appeared to be extraluminal. The patients doctors used a balloon approach grasping the filter with forceps and removing the embedded filter piece by piece. Upon information and belief, the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the inferior vena cava to establish normal flow. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. The patient¿s injuries are permanent and continuing and she will suffer such losses in the future.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. Approximately five years and nine months post-implantation, the patient underwent a CT scan that revealed the ivc filter ¿distended ivc at the level of the ivc filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction.¿ the next day the patient underwent an ultrasound that confirmed the previous days CT scan. It showed that the patient suffered from a bilateral occlusive deep vein thrombosis throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis via a venacavogram showing ¿a bilateral ileocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter.¿ the next day the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted, causing numerous attempts to engage the hook that was unsuccessful. The hook appeared to be extraluminal. The doctors used a balloon approach grasping the filter with forceps and removing the embedded filter piece by piece. Upon information and belief, the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the inferior vena cava to establish normal flow. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. The patient¿s injuries are permanent and continuing and she will suffer such losses in the future. The following additional information received per the medical records state that during the implant procedure, a veno cavagram was done to identify the location of the renal veins, then the optease was deployed in the infra-renal ivc. There were no reported complications. Approximately six years post implant, a CT scan of the abdomen revealed a distended ivc at the level of the filter, distal ivc and pelvic veins suggesting partial or complete thrombosis and relative occlusion. A CT of the chest revealed left lower lobe mass possibly pneumonia vs neoplasm. Three weeks later, the patient presented with extensive ivc and iliac thrombosis. Pharmacologic thrombolysis was initiated. Over the course of several days, treatment included mechanical thrombectomy, percutaneous filter retrieval, balloon angioplasty, repeat mechanical thrombectomy and stent placement in the ivc and iliac veins. Per the operative report, the patient was reported to have a history of deep venous thrombosis (dvt) and underwent placement of the optease inferior vena cava (ivc). The patient tolerated the procedure well with no immediate postprocedural complications. Approximately five years and seven months after implantation, the patient underwent a computed tomography angiogram (cta) of the chest indicated for midsternal chest pressure and tightness, shortness of breath and diaphoresis. The CT reported sub segmental atelectasis within bilateral lower lobes and identified a 6mm cavitary nodule within the left lower lobe. No evidence of pulmonary embolus was noted.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, during the implant procedure, a veno cavogram assessed the caliber and patency of the ivc and located the renal veins. The optease was deployed in the infra-renal ivc. There were no reported complications. Approximately six year post-implant a CT scan revealed partial or complete thrombosis of the ivc and filter. A u/s revealed bilateral occlusive deep vein thrombosis throughout both lower extremities. A venacavogram revealed bilateral ileocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter, filter fracture with separation and the filter was embedded, and pharmacological as well as mechanical thrombolysis was performed. A complex percutaneous retrieval of the fractured/separated and perforating filter was successful; however, profuse bleeding was reported. At the completion of thrombolysis, angioplasty was done and ivc stents were placed to establish normal flow. One month later, the patient had chest pain, shortness of breath and diaphoresis, a cta reported sub segmental atelectasis within bilateral lower lobes and identified a 6mm cavitary nodule within the left lower lobe. No evidence of pulmonary embolus was noted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture/separation with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Bleeding does not represent a device malfunction and may be related to the retrieval attempts at approximately 6 years post implantation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, no indication for implant was given, a venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The patient's medical history is notable for obesity, bilateral acute pulmonary embolism, pleuritic chest pain, fibroid tumors, urinary tract infection with e -coli, microcytic iron deficiency anemia and bipolar disorder. About ten months after implant, the patient was seen for a rash treated by prescription medication. Approximately two-and a half years post implant, the patient was seen for back and limb pain status post motor vehicle accident and discharged from the ER. Approximately three years and eight months post implant, the patient was seen for nausea, vomiting and diarrhea treated with prescriptions. Approximately five years after implant, the patient was seen increased depression and suicidal ideations and transferred to a psychiatric facility. Two days later, the patient returned to the ER for chest pain; imaging was negative for pe/dvt, and the patient was discharged. The patient had another ER visit four months later because of recurring suicidal ideations and chest pains. Imaging was negative for pulmonary embolus. The patient was transferred to a psychiatric facility. About a month later, a CT angiogram of the chest revealed a left lung nodule without evidence of pulmonary embolus. Approximately five years and nine months post-implantation, a CT scan and u/s imaging revealed the ivc filter ¿distended the ivc at the level of the filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction and confirmed bilateral occlusive dvt (deep vein thrombosis). Seventeen days later, the patient underwent catheter-based thrombolysis, followed the next day by a filter retrieval procedure. The filter was tilted, causing numerous unsuccessful attempts to engage the hook, that appeared to be extraluminal. A balloon with forceps approach was adopted, removing the embedded filter piece by piece. Hemorrhage was noted during this procedure and treated with blood transfusion. The following day, further thrombolysis was done to address the dvt, and stenting of the ivc was done to re-establish blood flow. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture/separation with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Bleeding does not represent a device malfunction and may be related to the retrieval attempts at approximately 6 years post implantation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. Approximately five years and nine months post-implantation, the patient underwent a computerized tomography (CT) scan that revealed the inferior vena cava (ivc) filter ¿distended ivc at the level of the ivc filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction.¿ the next day the patient underwent an ultrasound that confirmed the previous days CT scan. It showed that the patient suffered from a bilateral occlusive deep vein thrombosis throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis via a venacavogram showing ¿a bilateral ileocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter.¿ the next day the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted, causing numerous attempts to engage the hook that was unsuccessful. The hook appeared to be extraluminal. The doctors used a balloon approach grasping the filter with forceps and removing the embedded filter piece by piece. Upon information and belief, the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the inferior vena cava to establish normal flow. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. The patient¿s injuries are permanent and continuing and she will suffer such losses in the future. The following additional information received per the medical records state that during the implant procedure, a veno cavagram was done to identify the location of the renal veins, then the optease was deployed in the infra-renal ivc. There were no reported complications. Approximately six years post implant, a CT scan of the abdomen revealed a distended ivc at the level of the filter, distal ivc and pelvic veins suggesting partial or complete thrombosis and relative occlusion. A CT of the chest revealed left lower lobe mass possibly pneumonia vs neoplasm. Three weeks later, the patient presented with extensive ivc and iliac thrombosis. Pharmacologic thrombolysis was initiated. Over the course of several days, treatment included mechanical thrombectomy, percutaneous filter retrieval, balloon angioplasty, repeat mechanical thrombectomy and stent placement in the ivc and iliac veins. Per the operative report, the patient was reported to have a history of deep venous thrombosis (dvt) and underwent placement of the optease inferior vena cava (ivc). The patient tolerated the procedure well with no immediate postprocedural complications. The patient's medical history is notable for obesity, bilateral acute pulmonary embolism, pleuritic chest pain, urinary tract infection with e -coli, microcytic iron deficiency anemia and bipolar disorder. About two months after the filter was implanted the patient was seen for acute bronchitis. A cyst on the liver was reported as an incidental finding on chest x-ray. Nine days later the patient was evaluated for liver cyst. Three weeks later the patient returned to the ER for chest pain and was discharged after pulmonary embolus ruled out. About ten months after the filter was implanted, the patient was seen in the ER for a rash, hives, chest pressure and sore throat and discharged home with prescription medication. Approximately two years and six months post implant, the patient was again seen in the ER for back and limb pain status post motor vehicle accident. The medical history at the time included dvt/pe with ivc filter insertion. The patient was discharged home, returning to the ER five months and twenty-six days later for vomiting. The patient was diagnosed with viral enteritis and was discharged. Two days later, the patient returned for vomiting. The medical history at the time included bipolar disorder, dvt two years prior, and rhinoplasty. The patient was diagnosed with viral enteritis and ten months later was again seen for vomiting, but left against medical advice (ama). About four months later, the patient returned to the ER for nausea, vomiting and diarrhea; the patient was discharged home with medications and returned to the ER five days later for vaginal discharge and was sent home with medications. About four years and three months after the filter was implanted, the patient was admitted for rupture of tubal pregnancy with hemoperitoneum, surgical resection of left fallopian tube and ovary with hematoma extraction completed. Approximately twelve days later was seen for continued bleeding post ectopic pregnancy; anemia is noted, antibiotics started prophylactically and admitted for blood transfusion. A month after this admission, the patient was seen for abdominal pain and shortness of breath and was noted to be non-complaint with oral anticoagulation. It is noted that surgical intervention had been previously done for an ectopic pregnancy. No acute cardio-pulmonary processes was identified and the patient was discharged to primary md follow up. Approximately two months later the patient was seen for chest congestion. At this time imaging was negative for pe and about a month later was also evaluated for same symptoms of chest congestion with negative imaging for pe. Approximately five years after the filter was implanted, the patient was seen in the ER for increased depression and suicidal ideations and was then transferred to a psychiatry facility. Two days later, the patient returned to the ER for chest pain; imaging was negative for pe/dvt, and the patient was discharged. The patient had another ER visit four months later because of suicidal ideations and chest pains. Imaging was negative for pulmonary embolus. The patient was transferred to a psychiatric facility. About a month later, a CT angiogram of the chest revealed a left lung nodule. No evidence of pulmonary embolus. Approximately five years and seven months after implantation, the patient underwent a computed tomography angiogram (cta) of the chest indicated for midsternal chest pressure and tightness, shortness of breath and diaphoresis. The CT reported sub segmental atelectasis within bilateral lower lobes and identified a 6mm cavitary nodule within the left lower lobe. No evidence of pulmonary embolus was noted. The patient was also seen in the ER for increased depression and suicidal ideations and was then transferred to a psychiatry facility. Two days later, the patient returned to the ER for chest pain; imaging was negative for pe/dvt, and the patient was discharged. The patient had another ER visit four months later because of suicidal ideations and chest pains. Imaging was negative for pulmonary embolus. The patient was transferred to a psychiatric facility. About a month later, a CT angiogram of the chest revealed a left lung nodule without evidence of pulmonary embolus.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. Approximately five years and nine months post-implantation, the patient underwent a computerized tomography (CT) scan that revealed the inferior vena cava (ivc) filter ¿distended ivc at the level of the ivc filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction.¿ the next day the patient underwent an ultrasound that confirmed the previous days CT scan. It showed that the patient suffered from a bilateral occlusive deep vein thrombosis throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis via a venacavogram showing ¿a bilateral ileocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter.¿ the next day the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted, causing numerous attempts to engage the hook that was unsuccessful. The hook appeared to be extraluminal. The doctors used a balloon approach grasping the filter with forceps and removing the embedded filter piece by piece. Upon information and belief, the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the inferior vena cava to establish normal flow. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. The patient¿s injuries are permanent and continuing and she will suffer such losses in the future. The following additional information received per the medical records state that during the implant procedure, a veno cavagram was done to identify the location of the renal veins, then the optease was deployed in the infra-renal ivc. There were no reported complications. Approximately six years post implant, a CT scan of the abdomen revealed a distended ivc at the level of the filter, distal ivc and pelvic veins suggesting partial or complete thrombosis and relative occlusion. A CT of the chest revealed left lower lobe mass possibly pneumonia vs neoplasm. Three weeks later, the patient presented with extensive ivc and iliac thrombosis. Pharmacologic thrombolysis was initiated. Over the course of several days, treatment included mechanical thrombectomy, percutaneous filter retrieval, balloon angioplasty, repeat mechanical thrombectomy and stent placement in the ivc and iliac veins. Per the operative report, the patient was reported to have a history of deep venous thrombosis (dvt) and underwent placement of the optease inferior vena cava (ivc). The patient tolerated the procedure well with no immediate postprocedural complications. Approximately five years and seven months after implantation, the patient underwent a computed tomography angiogram (cta) of the chest indicated for midsternal chest pressure and tightness, shortness of breath and diaphoresis. The CT reported sub segmental atelectasis within bilateral lower lobes and identified a 6mm cavitary nodule within the left lower lobe. No evidence of pulmonary embolus was noted. The patient's medical history is notable for obesity, bilateral acute pulmonary embolism, pleuritic chest pain, urinary tract infection with e -coli, microcytic iron deficiency anemia and bipolar disorder. About ten months after the filter was implanted, the patient was seen in the ER for a rash and discharged home with prescription medication. Approximately two years and six months post implant, the patient was again seen in the ER for back and limb pain status post motor vehicle accident. The medical history at the time included dvt/pe with ivc filter insertion. The patient was discharged home. About a year and eight months later, the patient returned to the ER for nausea, vomiting and diarrhea; the patient was discharged home with medications and returned to the ER five days later for vaginal discharge and was sent home with medications. Approximately five years after the filter was implanted, the patient was seen in the ER for increased depression and suicidal ideations and was then transferred to a psychiatry facility. Two days later, the patient returned to the ER for chest pain; imaging was negative for pe/dvt, and the patient was discharged. The patient had another ER visit four months later because of suicidal ideations and chest pains. Imaging was negative for pulmonary embolus. The patient was transferred to a psychiatric facility. About a month later, a CT angiogram of the chest revealed a left lung nodule without evidence of pulmonary embolus.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, no indication for implant was given, a venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The patient's medical history is notable for obesity, bilateral acute pulmonary embolism, pleuritic chest pain, urinary tract infection with e -coli, microcytic iron deficiency anemia and bipolar disorder. About ten months after implant, the patient was seen for a rash treated by prescription medication. Approximately two-and a half years post implant, the patient was seen for back and limb pain status post motor vehicle accident and discharged from the ER. Approximately three years and eight months post implant, the patient was seen for nausea, vomiting and diarrhea treated with prescriptions. Approximately five years after implant, the patient was seen increased depression and suicidal ideations and transferred to a psychiatric facility. Two days later, the patient returned to the ER for chest pain; imaging was negative for pe/dvt, and the patient was discharged. The patient had another ER visit four months later because of recurring suicidal ideations and chest pains. Imaging was negative for pulmonary embolus. The patient was transferred to a psychiatric facility. About a month later, a CT angiogram of the chest revealed a left lung nodule without evidence of pulmonary embolus. Approximately five years and nine months post-implantation, a CT scan and u/s imaging revealed the ivc filter ¿distended the ivc at the level of the filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction.¿ and confirmed bilateral occlusive dvt (deep vein thrombosis). Seventeen days later, the patient underwent catheter-based thrombolysis, followed the next day by a filter retrieval procedure. The filter was tilted, causing numerous unsuccessful attempts to engage the hook, that appeared to be extraluminal. A balloon with forceps approach was adopted, removing the embedded filter piece by piece. Hemorrhage was noted during this procedure. The following day, further thrombolysis was done to address the dvt, and stenting of the ivc was done to re-establish blood flow. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture/separation with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Bleeding does not represent a device malfunction and may be related to the retrieval attempts at approximately 6 years post implantation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
About four years and three months after the filter was implanted, the patient was admitted for rupture of tubal pregnancy with hemoperitoneum. Approximately twelve days later was seen for continued bleeding post ectopic pregnancy; anemia is noted, antibiotics were started prophylactically for pelvic inflammatory disease (pid) and the patient was admitted for blood transfusion. A month after this admission, the patient was seen for abdominal pain and shortness of breath and was noted to be non-complaint with oral anticoagulation. It is noted that surgical intervention had been previously done for an ectopic pregnancy. No acute cardio-pulmonary processes were identified, and the patient was discharged to primary md follow up. Approximately two months later the patient was seen for chest congestion. At this time imaging was negative for pe and about a month later was also evaluated for same symptoms of chest congestion with negative imaging for pe. The patient had presented with shortness of breath and syncopal episode and was and diagnosed with acute bronchitis and drug abuse; the patient admitted to using cocaine the night before. The patient was discharged after being evaluated.

Manufacturer narrative:
As reported a patient underwent placement of the optease vena cava filter. According to the medical records, during the implant procedure, a veno cavagram was done to identify the location of the renal veins, then the optease was deployed in the infra-renal ivc. There were no reported complications. The patient's medical history is notable for obesity, bilateral acute pulmonary embolism, pleuritic chest pain, urinary tract infection with e -coli, microcytic iron deficiency anemia and bipolar disorder. Approximately five years and nine months post-implant, a computerized tomography (CT) scan that revealed the inferior vena cava (ivc) filter was distended ivc at the level of the ivc filter, and in the distal ivc and pelvic veins, suggesting partial or complete thrombosis and relative obstruction. The next day the patient underwent an ultrasound that showed bilateral occlusive deep vein thrombosis (dvt) throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis. A venacavogram showed bilateral ileocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter. The next day the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted, causing numerous attempts to engage the hook that was unsuccessful. The hook appeared to be extraluminal. The doctors used a balloon approach grasping the filter with forceps and removing the embedded filter piece by piece. It was reported that the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the ivc to establish normal flow. About four years and three months post implant, the patient was admitted for rupture of tubal pregnancy with hemoperitoneum. Approximately twelve days later was seen for continued bleeding post ectopic pregnancy; anemia is noted, antibiotics were started prophylactically for pelvic inflammatory disease (pid) and the patient was admitted for blood transfusion. A month after this admission, the patient was seen for abdominal pain and shortness of breath and was noted to be non-complaint with oral anticoagulation. It is noted that surgical intervention had been previously done for an ectopic pregnancy. No acute cardio-pulmonary processes were identified, and the patient was discharged to primary md follow up. Approximately two months later the patient was seen for chest congestion. At this time imaging was negative for pe and about a month later was also evaluated for same symptoms of chest congestion with negative imaging for pe. The patient had presented with shortness of breath and syncopal episode and was and diagnosed with acute bronchitis and drug abuse; the patient admitted to using cocaine the night before. The patient was discharged after being evaluated. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and bleeding do not represent a device malfunction and may be related to underlying patient related and procedure related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The additional medical records received for review revelated that about four days prior to the index procedure the patient patient presented to the ER with complaints of shortness of breath, right sided chest pain and left leg pain and swelling. The patient had been admitted approximately six weeks earlier with shortness of breath and pleuritic chest pain. The patient was diagnosed with acute bilateral pe, right upper, middle and left lower lobes. A CT scan of the chest showed resolution of the pe in the right upper lobe, but progression of the lower lobe pe. Ground glass opacification was also suggestive of pneumonia. Venous doppler of the lower extremities showed acute totally occlusive dvt of the left popliteal and gastrocnemius veins, and acute totally occlusive superficial thrombosis of the right lesser saphenous vein. The filter was indicated for episode of dvt and persistent pe. The filter was placed via the right femoral vein and deployed in the infrarenal inferior vena cava, after a contrast injection demonstrated normal caliber of the ivc and the entry level of the renal veins. The patient tolerated the procedure well and there were no immediate post procedure complications. Approximately three months months post implant), the patient presented to the ER with complaints of chest pain. Upon evaluation, the patient was discharged the same day with a diagnosis of pleurisy. About seven months months post implant the patient presented to the ER with a three day history of chest pain. The patient was evaluated and discharged the same day with a diagnosis of chest pain/unknown cause. Approximately eleven months post implant, the patient presented to the ER with complaints of brown discharge and lower abdominal and pack pain. The patient was evaluated and diagnosed with dysmenorrhea, dysfunctional uterine bleeding and pelvic pain of unknown cause. About two years and six months post implant, the patient was again seen in the ER for back and limb pain status post motor vehicle accident. The medical history at the time included dvt/pe with ivc filter insertion. The patient was discharged home.

Manufacturer narrative:
As reported a patient underwent placement of the optease vena cava filter. According to the medical records, during the implant procedure, a veno cavagram was done to identify the location of the renal veins, then the optease was deployed in the infra-renal inferior vena cava (ivc). There were no reported complications. Additional information provided indicated that four days prior to the index procedure the patient presented to the ER with complaints of shortness of breath, right sided chest pain and left leg pain and swelling. The patient had been admitted approximately six weeks earlier with shortness of breath and pleuritic chest pain. The patient was diagnosed with acute bilateral pe, right upper, middle and left lower lobes. A CT scan of the chest showed resolution of the pe in the right upper lobe, but progression of the lower lobe pe. Ground glass opacification was also suggestive of pneumonia. Venous doppler of the lower extremities showed acute totally occlusive dvt of the left popliteal and gastrocnemius veins, and acute totally occlusive superficial thrombosis of the right lesser saphenous vein. The filter was indicated for episode of dvt and persistent pe. The filter was placed via the right femoral vein and deployed in the infrarenal inferior vena cava, after a contrast injection demonstrated normal caliber of the ivc and the entry level of the renal veins. The patient tolerated the procedure well and there were no immediate post procedure complications. The patient's medical history is notable for obesity, bilateral acute pulmonary embolism, pleuritic chest pain, urinary tract infection with e -coli, microcytic iron deficiency anemia and bipolar disorder. Approximately five years and nine months post-implant, a computerized tomography (CT) scan revealed that the ivc was distended at the level of the ivc filter, and in the distal ivc and pelvic veins, suggesting partial or complete thrombosis and relative obstruction. The next day the patient underwent an ultrasound that showed bilateral occlusive deep vein thrombosis (dvt) throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis. A venacavogram showed bilateral ileocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter. The next day the patient underwent a retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted, causing numerous attempts to engage the hook that was unsuccessful. The hook appeared to be extraluminal. The doctors used a balloon approach grasping the filter with forceps and removing the embedded filter piece by piece. It was reported that the patient nearly bled to death during the removal procedure. A final thrombolysis with venacavogram was performed the next day, and stents were placed within the ivc to establish normal flow. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and bleeding do not represent a device malfunction and may be related to underlying patient related and procedure related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
About five years after the filter was implanted the patient presented to the ER with complaints of abdominal cramping, nausea, vomiting, diarrhea, chest congestion, rhinorrhea, productive cough, and fatigue. The patient was evaluated and discharged to home the same day with treatment for bronchitis and a medication refill for depression. Approximately five years and ten months after implantation, the patient underwent a complex filter removal. Almost a month status post removal of the optease filter, the patient presented to the ER with complaints of pain and swelling to right leg. An ultrasound of the right leg showed thrombus involving all the deep veins of the right lower extremity and near occlusive thrombus in the popliteal vein with extension into the left peroneal vein. A computerized tomography angiogram (cta) showed right and left pulmonary emboli with atelectasis in bilateral lung bases (likely related to pe). Bilateral venogram, findings completed six days later noted chronic thrombus in the right iliac stents, ivc and femoral veins. Successful mechanical thrombolysis and stenting of the right external iliac vein to the level of the inguinal ligament was then performed. At the end of the procedure, both iliac vein stents and the stented and non-stented ivc were widely patent. A year and six months after the thrombolysis and stenting procedure, the patient presented to the ER with complaints of right leg swelling, associated with shortness of breath and chest pain over the past week. The patient had been off xarelto for the past seven months. Ultrasound revealed dvt of the right lower leg, occlusive thrombus of the right femoral and popliteal veins, and nonocclusive thrombus of within the right common femoral and profunda femoral veins. A cta observed acute pe in the right lower lobe and diminishing atelectasis and pulmonary infarction in the left lower lobe, new peribronchovascular and acinar nodular opacities in the superior segment of the left lower lobe concerning for bronchopneumonia and or aspiration and a left upper lobe spiculate nodule was observed on CT scan. Six days after the ultrasound results of an abdominal CT scan noted ivc stent with kissing common iliac vein stents. Interval extension of right-sided iliac stent into the external iliac vein. Persistent nonenhancement within the right common iliac vein stent extending down to the cephalad margin of the new stent extension over an approximate 11cm in length. The right common femoral vein stent extension appeared patent. The left iliac stent remains patent. The ivc stent cephalad to the kissing iliac stents and the other pelvic veins appear patent. Dilated periumbilical vein communicating with the right inferior epigastric vein is again noted, likely collateral drainage related to chronic thrombus. Two days after the CT scan, the patient underwent a right lower leg venogram. Initial fluoroscopic evaluation revealed an occluded right common femoral vein non-cordis stent with prominent collateral vessel formation. A wire was eventually passed through the chronic thrombus within the femoral and iliac stents and serial balloon angioplasty was performed. Two wall stents, a 14mm and 12mm, were then placed inside pre-existing iliofemoral stents and balloon angioplasty was subsequently performed. Serial contrast injections revealed that the right iliofemoral vein stents and the stented and non-stented ivc were widely patent. It was also noted that the patient had protein s deficiency. The patient was discharged the following day. About four years after the filter was explanted, the patient presented to the ER with complaints of left shoulder pain radiating to the chest and right posterior upper leg swelling. An ultrasound was negative for dvt; a chest x-ray and CT scan of the abdomen reported no acute abnormalities in the chest, abdomen or pelvis, cta of the chest was negative for pe. Evaluation was negative, the pain resolved, and the patient was discharged the same day.

Manufacturer narrative:
Event description updated with medical records provided for review pre and post filter removal.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, a venocavagram was done to identify the location of the renal veins, then the optease was deployed in the infra-renal ivc. There were no reported complications. The indication for filter placement is not available. Approximately 5 years and 9 months post-implantation, the patient underwent a CT scan that revealed the ivc filter distended ivc at the level of the ivc filter, and in the distal ivc and pelvic veins. This suggests partial or complete thrombosis and relative obstruction. The next day, an ultrasound that confirmed the results. It showed bilateral occlusive deep vein thrombosis throughout both lower extremities. Seventeen days later, the patient underwent thrombolysis via a venacavogram showing a bilateral iliocaval and femoral deep vein thrombosis with likely chronic occlusion of the ivc filter. The next day the patient underwent a complicated retrieval procedure of the ivc filter. The removal procedure was done via dual femoral approach, indicating the filter was tilted. The patient had excessive bleeding secondary to the removal procedure. Stents were placed within the inferior vena cava and iliac veins to establish normal flow. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and bleeding do not represent a device malfunction and may be related to underlying patient related and procedure related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.